Event description:
It was reported that the device showed all three (charge pak, attention and wrench) icons and was not able to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause of the malfunction to be a filter, designator fl10, from the analog pcb assembly due to solder flux residue on the pcb. A replacement device was provided to the customer.